Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the cystic duct during an open cholecystectomy procedure, the reload would not fit in the adapter. The reload was replaced and when clamped into the tissue, the jaws would not close. A different device was used to resolve the issue and complete the case. There was no patient injury.